Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that according to the doctor, after switching on the kangaroo epump for regular feed, the mistic junction disconnected after 2-3 minutes. Due to the disconnection the feed leaked. This was happening repeatedly. There was no patient injury.